Manufacturer narrative:
All available information for conducting this investigation was collected and no additional follow-up attempts will be performed.

Event description:
It was reported that the patient visited the outpatient clinic and mentioned several very short red alarms in the last days. The patient had an unshielded cable for power module support. Since this week, the alarms occurred intermittently and were self-limiting but in a shorter time frame and on battery support. The patient was doing completely fine. The patient was readmitted. Log files were downloaded that confirmed the described events. Low flow hazard, low speed hazard, and red heart led alarms were noted. A phase to phase short was suspected. The patient described that they felt the short events. According to the patient, the events occurred when he moved their upper body during bending over to get dressed. The patient was connected to the power module with the unshielded cable. The patient was currently stable. X-rays were requested but not sent in yet.

Manufacturer narrative:
D4: catalog number added. UDI not applicable. D6b: date of explant added. H6: medical device problem codes corrected. Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed driveline (dl) wire damage that could have contributed to the events captured in the submitted log files. The log files submitted and retrieved from the returned system controller revealed several transient low speed and pump stop events which occurred on 23mar2024, from 26mar2024 through 31mar2024, on 02apr2024 and 03apr2024 while the patient was being supported by the power module and battery power. These events were accompanied by low-speed advisory, low speed hazard, low flow hazard, and motor stopped alarms. However, intermittent low flow events were also captured on 01apr2024 and 02apr2024 that were not associated with the low speed and pump stop events. (B)(6) was returned assembled with the dl severed approximately 2¿ from the pump housing. The remainder of the dl was returned, measuring approximately 36.5" from the controller connector (cc). The sealed inflow cannula (inlet extension, flex section, inlet elbow) was returned assembled and detached from the pump inlet port. The apical sewing ring was not returned with the device. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned assembled and attached to the pump outlet port. The bend relief collar was returned properly secured over the outflow graft bend relief hardware. Upon disassembly of the (B)(6) , visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed depositions or thrombus formations which would have contributed to a functional issue during support. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope. No anomalies were observed that would have contributed to a functional issue. The dl was tested for electrical continuity and all wires were found to be electrically intact. Microscopic inspection of the underlying wires revealed several insulation breaches on the black wire approximately 4.5" and 8.5" from the pump housing, on the orange and yellow wires approximately 6" from the pump housing. The returned portions of the dl were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test revealed additional areas of current leakage: red wire approximately 8" from the pump housing, orange wire approximately 7.5" from the pump housing, and green wire approximately 5.5" from the pump housing. Although a specific cause could not conclusively be determined, the observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal shield. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. Data retrieved from testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. If the exposed conductors of the black, red, orange, yellow, and green wires contacted the braided shield while the system was operating on a tethered power source such as the power module with a grounded patient cable or mobile power unit, the resulting of short-to-ground would have resulted in the low speed and pump stoppage events observed through the submitted log files. Additionally, these events would have occurred as confirmed through the submitted and retrieved log files if the exposed conductors of two wires from different motor phases made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. Incidental finding: a small tear was observed in the silicone jacket of the driveline approximately 12.5" from the controller connector. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1, ¿introduction¿, addresses all pump parameters including speed, power, and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted, is that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section explains when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 6, "patient care and management," addresses damage due to wear and fatigue of the driveline. Section 6 also outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. This section also explains that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Section 7 explains all alarms associated with the system controller and power module, as well as how to troubleshoot them. The heartmate ii lvas patient handbook, is currently available. This document contains a section on ¿caring for the driveline;¿ however, all heartmate ii lvas percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.